Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (.5mg/ml at .0003mg/day) via an implantable pump for spinal pain. It was reported that the patient went to the emergency room due to a suspected overdose. The patient's husband gave her narcan. The pump was turned to minimum rate.